Event description:
The customer reported via phone call that the drive support cap of the insulin pump was sticking out as well as the back side of the insulin pump. The customer's blood glucose was 160 mg/dl. The customer stated that the insulin pump was not dropped or bumped. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.